Event description:
Procedure type: sigmoid resection. According to the reporter: the surgical procedure occurred on (B)(6) 2011. On the second day post-operatively, there was further worsening of the values. A CT was performed digital rectal examination occurred on (B)(6) 2011 (rectoscopy and laparoscopy). Per exposing of an intestine loop, the insufficience was covered and not visible. The pt got a discontinuity resection which must be revised again to apply a vacuum sponge. Pt is in the ICU till today. Insufficiency was noticed after the 2nd surgery. Surgeon recovered clips from the situs there were not properly formed. Further surgeries will follow. Operative time was extended by more than 30 minutes. The incision was extended by more than 1 inch.

Manufacturer narrative:
(B)(4).